Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. As consequence of the damage on the electronics, a read out of the device data (configuration and history) was not possible, and therefore an investigation of the mentioned e8, w8, e2, w2 errors/warnings could not be performed. The buttons were tested successfully and the functionality fulfills the product specification.

Event description:
Reporter stated the infusion device began to beep during general use, but it did not vibrate or respond to button presses. She removed and reinserted the battery, and the infusion device would not turn on. She inserted the battery 2 days later, and the infusion device functioned correctly until a w2 battery low warning and e2 battery depleted error were displayed. She also experienced elevated blood glucose on (B)(6) 2014. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).